Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump audio sounds distorted after changing clock battery and cracked rear case. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, and a contaminated dso seal. The event history log was unable to be reviewed due error code 1260 on the device display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.